Manufacturer narrative:
Citation: lars-oliver conzelmann. Feasibility of transcatheter aortic valve implantation in patients with coronary heights =7¿mm: insights from the transcatheter aortic valve implantation karlsruhe (tavik) registry. European journal of cardio-thoracic surgery. 2018 april 2; 0: 1-10. Doi: 10.1093/ejcts/ezy130 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of transcatheter aortic valve implantation in patients with coronary heights =7¿mm: insights from the transcatheter aortic valve implantation karlsruhe (tavik) registry. All data were collected from a single center between 2008 and 2017. The study population included 86 patients (predominantly female; mean age 81 years), 44 of which were implanted with medtronic corevalve and evolutr (serial numbers not provided).    Among all patients implanted with a evolutr adverse events included: moderate paravalvular leak (pvl), peak gradient of 20 mmhg, valve in valve implant, coronary obstruction requiring a percutaneous coronary intervention (pci), low cardiac output, myocardial infarction, stroke, surgical intervention, permanent pacemaker implant, decompensation requiring extracorporeal membrane oxygenation (ECMO), rethoractomy due to bleeding, aortic dissection, and vascular complication requiring percutaneous transluminal angioplasty (pta).  Multiple manufacturers were noted in the literature; based on the available information a likely correlation could be made between the observed adverse events and medtronic product.    No additional adverse patient effects were reported.